Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was experiencing oversedation and undersedation. The issue began 4-5 weeks ago. A dye study was performed on (B)(6) 2016 and there was a device or therapy issue. An occluded catheter was found in the dye study. A catheter revision and pump explant was performed. It was noted that the catheter was caught in the scar tissue of the suture rings of the pump. The reason for the dye study had been resolved. The patient was noted to be "alive - no injury".

Manufacturer narrative:
Analysis of the device found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.